Manufacturer narrative:
Note: the event did not initially present an MDR-reportable scenario; however, the device evaluation revealed an MDR- reportable malfunction. This MFR report is being submitted based on the evaluation results. A visual examination of the returned device revealed that approx 140mm of the stent had been deployed. It was possible to retract the suture thread and completely deploy the stent without issue. Examination of the delivery system and the deployed stent did not reveal any anomalies. A review of the device history record for the pertinent lot was performed; and no anomalies were noted. A search of the complaint database revealed that no additional complaints have been reported for the lot. The december 2007 15-month ultraflex esophageal stents product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corp in 2007, that an ultraflex covered esophageal stent was used in a stent placement procedure in a male pt (age and weight unk) on the same day. According to the complainant, during placement of the stent " resistance (was felt) at the insertion". The stent was removed and another stent (device and MFR unk) was used to complete the procedure. The pt's condition was reported as "good".